Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the box started smelling like smoke when using rf specifically.